Event description:
A facility reported that the black cylinder knob would not turn on the intraocular gas tank upon first use, which resulted in a delay of approx 1.5 hours to the retinopexy procedure. There was no back-up tank and another intraocular gas was used. There was no pt impact for this event.

Manufacturer narrative:
The product was returned for analysis. The valve handle label had been removed and the retaining screw was missing. The valve was found to be jammed in the open position. Once loosened, the valve worked properly. The product was not found to be defective. There have been no other complaints reported in the lot. The batch record was reviewed and showed no unusual mfg issues. Additional info was requested on 11/10/2010 and 11/15/2010 by phone and by mail. (B)(4).